Manufacturer narrative:
Device not returned to manufacturer. Device manufacture date: information not provided. Consumer disposed of the product.

Event description:
Mw5065725 received regarding a diamondclean brush head with a loose bristle that was lodged near customer's tonsil area. The customer is a medical professional. When contacted by our call center, he stated that he did not have the toothbrush heads any longer and did not want to continue discussing the case.